Manufacturer narrative:
(B)(4). This is combined initial and final MDR. D10: item# 154927; lot# 1695918; oxford ph3 cementless fem sz l. Item# 166577; lot# 1446606; oxf uni cmntls tib sz d rm. G2- australia. Visual examination of the provided pictures identified evidence of heavy wear and discolouration on the spherical bearing face with half of the bearing missing. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Medical records were provided and reviewed by a hcp. The review identified that revision hemiarthroplasty of the right knee was required due to wear of the bearing component. No operative record provided for revision. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to poly wear. The poly was exchanged. Approximately 14 years and 3 months post-implantation. Attempts have been made and all additional information received has been included in this report.